Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested >8.0 inr, >8.0 inr, and >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.8 inr. The caller's coumadin dose was held for 5 days based on the lab value. Caller states the pharmacist had to squeeze her finger excessively when the results of >8.0 inr were obtained. No adverse event reported. Requested return of suspect system and replacement was sent.